Event description:
It was reported that the physician handheld was not powering on. A company representative attempted to troubleshoot the device; however, the handheld would still not power on. It was reported that the handheld was plugged into the outlet and the power button was illuminated orange. Multiple hard resets were performed; however, the handheld did not power on. A new programming tablet was provided to the physician. The handheld is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.